Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead was unable to be implanted successfully and the helix failed to extend. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were helix mechanism issue and ¿could not be fixed¿. As received, a complete lead was returned in one piece with the helix found partially extended with traces of blood. The reported event of helix mechanism issue was confirmed. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region.